Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained through the femoral artery. The 50x2.5mm, 85% stenosed, de novo target lesion was located in the moderate tortuous and mildly calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x10mm non-bsc balloon and the stenosis was reduced to 40-45%. Next, a 2.5x24mm taxus liberte stent delivery system (sds) was advanced through a non-bsc guide catheter and the shaft of the sds kinked and eventually broke. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.